Event description:
A complaint regarding device performance was reported to the manufacturer. In a patient with barrett's esophagus, focal ablation with a halo90 and halo90 ultra catheter was attempted. The haloflex (115v) generator would not recognize either catheter that was to be used for ablation. The procedure was aborted. It was determined that the output cable was faulty. This event is being reported out of an abundance of caution due to discontinuation of the case after the patient had already been anesthetized. There was no patient injury.

Manufacturer narrative:
The faulty output cable was discarded by the customer and therefore unable to be investigated. A device history record (DHR) review of the generator was performed which revealed no abnormalities. Should we obtain additional information pertinent to this event, a follow-up report will be submitted. (B)(4).